Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's daughter called to report her mother's death. The customer's last known blood glucose reading was 474 mg/dl. The cause of death was reported as sepsis, diabetic ketoacidosis and hypotension. It was stated that the customer had not been wearing the insulin pump for 16-18 hours prior to her death. The caller stated that the insulin pump had given the customer a no delivery alarm, and the customer removed the battery. The caller agreed to return the insulin pump, and stated that the family does not want it back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.